Event description:
The customer reported that following a diagnostic catheterization procedure on 6/25/99, a vasoseal vhd collagen plug was deployed. On 7/1/99, the pt went to his physician's office complaining of discomfort in the right groin. No drainage was noted, but the area was red, and the pt was given oral antibiotics. Three days later the pt went to the hospital emergency room with drainage from the right groin. The pt was admitted to the hospital and started on ancef until cultures were completed. The cultures revealed strep organisms, so the pt's antibiotic was changed to penicillin. The pt was discharged a few days later and no further complications were reported.